Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "vibration" was not confirmed. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and found to be within acceptable vibration limits. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device was wobbling. The device was being used during surgery. There was no injuries. It is unk if delay or medical intervention occurred. There was no additional info provided.